Manufacturer narrative:
Per a good faith effort (gfe) response received, the rse informed the customer that there is a new preventive maintenance (pm) requirement that the customer was not aware of the rse advised the customer to zero the flow sensor assemblies on every yearly pm. The customer zeroed the flow sensor assembly and verified that the issue was resolved as the device went into standby mode. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not staying in standby mode. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with the customer and suspected that the customer had a faulty flow sensor assembly. After advising the customer to perform a full performance verification test (pvt) and address any issues found, the rse also provided the customer with the part number of the replacement flow sensor assembly for repair.